Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. On 10-jan-2020 the patient reported that their critical alarm has been going off since the end of december 2019. The patient had a disagreement with their physician and missed their refill in november. The patient requested physician listings and how to get the alarm turned off. No patient symptoms and no further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that they had not had a doctor look at their pump, in regards to if their pump was interrogated to determine which pump alarm was occurring. The patient was trying to find a new doctor and was provided two doctors to call by the company representative. No further complications were reported regarding the event.